Event description:
It was reported that after they cocked their holster it fired prematurely without anyone pusing the firing button. There was no patient consequence reported, the case was completed using the holster.

Manufacturer narrative:
The analysis results found that the holster's firing button is sticking causing it to fire when it is cocked because the safety latch lever is bent. The site replaced the safety latch to correct the complaint. The holster was functionally tested and found to operate properly. The device history record has been reviewed and has passed qa inspection.